Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d), implantable transvenous defibrillation lead and left ventricular (lv) pacing lead exhibited diaphragmatic stimulation. The lv pacing thresholds measured at 2.6 @ 2 ms. The patient feels the stimulation when lying on the left side. It is reported that the right ventricular (rv) outputs have been decreased to sub-threshold levels.